Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) was defective when they got it out of the box. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on 05/12/2020. A visual inspection was conducted on 06/04/2020. Sign of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device. The white plunger was not depressed and the blue slide lock was not disengaged. The seal was observed in the loading device window with a cracked seal on the outermost portion of the seal. The delivery device was removed from the loading device. The seal was observed hanging outside the delivery tube with the tension spring assembly inside the delivery tube. The seal was observed to have a crack on the outermost portion of the seal. The seal and tensions spring assembly was removed from the delivery device. No visual defects were observed on the tension spring assembly. The following measurements were taken; the inner delivery tube diameter was measured at .196 in. The outer diameter was measured at .216 in. ((B)(4)). The length of the delivery tube was measured at 2.49 in. ((B)(4)). The values recorded were within the tolerance specification. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported, however the analyzed failure "crack;seal" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) was defective when they got it out of the box. No patient involvement.